Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with set not working and he's not getting insulin. Customer also mentioned the cannula is bent at times. The serter is not firing as hard. The customer has been experiencing low 40mg/dl and high blood glucose of 430mg/dl. The customer declined troubleshooting for high blood glucose.